Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced mesh erosion, infection, pockets of pus, incontinence, scarring, scar tissue, secondary prolapse and pain. A cystourethropexy and cystoscopy were performed.